Event description:
It was reported that after a difficult insertion, the balloon on the iab ruptured as evidenced by blood backflowing into the pump. The iab was removed and replaced without any complications.